Event description:
It was reported that the caregiver paused the ilet insulin delivery for a shower and forgot to unpause for approximately one hour, after which the patient¿s blood glucose was 277 mg/dl; once insulin delivery resumed, glucose decreased to 195 mg/dl and continued trending down without the need for manual insulin dosing. Symptoms included no reported signs of hyperglycemia or other complaints. Outcomes included no medical intervention, no emergency care, and no hospitalization.

Manufacturer narrative:
Investigation included a review of device use and user interaction based on the reported sequence of events. Investigation of this case revealed that the elevated glucose followed an interruption of insulin delivery due to user pausing and resolved after resumption of automated dosing, with device functionality consistent with design. It was concluded that the event was user-related with no confirmed device malfunction and that continued monitoring by the caregiver was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.